Event description:
Pt was at school, and the infusion device vibrated. Pt checked the display and it appeared normal. He tried to press the buttons, but the infusion device appeared "blocked." He removed and reinserted the battery, but the infusion device would not work or turn on. Pt returned home and blood glucose was 250 mg/dl. Normal blood glucose is 120 mg/dl. He corrected hyperglycemia by multi-injection therapy, and he switched to a backup infusion device. Pt reported infusion device did not give appropriate alert or error message. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.